Manufacturer narrative:
B5: on 26apr2023 additional information was received indicating the previously reported system controller power cable damage did not occur on this patient, and the information is now being captured under MFR # 2916596-2023-02513. Manufacture¿s investigation conclusion: the reported event of controller fault alarm could not be confirmed through this evaluation. Event details indicated the reported alarm occurred during the setting up of the backup system controller. It was reported, after the 11v backup battery was installed and the date/time was set with the system monitor, the device alarmed ¿system controller fault, change controller¿. The process was repeated; however, the fault alarm reactivated. Additional information communicated that the system controller was an out of box failure. The system controller was not used on the patient. The device would not have any log files since it was never in use. The device will not be returning for an evaluation. To date, system controller (serial # (B)(6)) associated with this event was not unavailable for an evaluation. A root cause of the controller fault alarm could not be determined through this evaluation. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant in the operating room, the system controller was set up and the 11-volt battery was inserted and synched with the system monitor when the system controller had a controller fault alarm. The power was disconnected, and the 11-volt battery was reseated and synched again with the system monitor with no resolution of the alarms. There were no alarms noted due to this issue upon interrogation. No products will be returned.

Event description:
During implant in the operating room, the system controller was set up and the 11-volt battery was inserted and synched with the system monitor when the system controller had a controller fault alarm. The power was disconnected and the 11-volt battery was reseated and synched again with the system monitor with no resolution of the alarms. It was noted that the controller power cord was excessively taped up with rescue tape due to outer sleeve damage. There were no alarms noted due to this issue upon interrogation. No products will be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.